Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02324.

Event description:
The patient was undergoing a thrombectomy procedure to treat a iliofemoral deep vein thrombosis (dvt) using a lightning aspiration tubing (tubing), an indigo system aspiration catheter 12 (cat12), an indigo system separator 12 (sep12) and a penumbra engine (engine). During the procedure, while aspirating using a cat12 without the use of a sep12, the physician noticed that the indicator light on the lighting turned red. Then, the physician turned the flow switch off and the lightning unit was unplugged from the back of the engine. After thirty seconds, the lightning unit was plugged back in and it was noticed that the indicator light on the lightning was green. However, after a few seconds later, the indicator light on the lightning turned back red. Therefore, the lightning unit was removed and replaced. Afterwards, the physician decided to continue the case using an indigo system separator 12 (sep12). Therefore, the rotating hemostasis valve (rhv) was connected to the cat12 outside the patient and while loosening the valve to allow the sep12 to be inserted into the cat12, the valve came off and would not go back on. Multiple attempts were made to have the valve back on the rhv; however, were unsuccessful. The procedure was completed using a new lightning unit, a new rhv, the same cat12, the same sep12, and the same engine. There was no report of an adverse effect to the patient.